Manufacturer narrative:
A visual examination under magnification of the returned driver was performed. A torsional fracture pattern was found below the radius where the shaft transitions into the hex for the driver. A torsional fracture pattern likely indicates an excessive twisting load (torsion). Hex tip breakage may occur when excessive force is applied to the driver during use to overcome increased resistance. This increase in force can have many contributing factors which typically include encountering dense bone, improper depth drilled, and improper surgical technique. No definitive conclusion can be drawn without additional information.

Event description:
The tip of a 1.5mm hex driver tip broke off in a screw head during implantation. The tip remains in the patient as it could not be removed from the screw head.